Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was not returned. X-ray images were reviewed by us customer quality investigations. It was noted by a j&j employee that the images depicted a broken unknown screw. The images depict a broken unknown screw. No other issues with the screw were observed in the images. Documentation/specification review: the part number for the screw could not be definitively determined as the devices were not received for inspection. However, based on the mating nail, 04.037.258s, the screws are likely from the 04.005.4xx family. Thus, the drawing review and risk assessment for this family were reviewed. The relevant drawing was reviewed; during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. As the physical devices were not received dimensional or material testing could not be completed. Conclusion: the complaint condition was confirmed. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Risk documentation review found that the complaint is adequately addressed by the risk assessment. A root cause could not be determined as the event conditions were unknown; however, it is likely the device experienced extreme forces while implanted. The complaint condition is adequately addressed by the risk assessment. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent a removal of a long trochanteric fixation nail advanced (tfna) nail that broke at the helical blade/nail junction several months after being implanted on (B)(6) 2018. Implantation was performed to treat a hip fracture with reverse obliquity. During implantation, the internal locking mechanism was locked to create a fixed angle construct between the nail and the helical blade. There was no adverse event or surgical delay during implantation. Procedure and patient outcome are unknown. Concomitant device reported: sterile tfna helical blade (part # 04.038.295s, lot # unknown, quantity 1). This report is for one (1) screw: nail distal locking. This is report 2 of 2 for (B)(4).